Event description:
Reporter alleged blood glucose results of 315 mg/dl on the advantage system compared to 127 mg/dl on a professional meter when tests were performed back-to-back. Reporter stated, the customer was experiencing no symptoms and did not treat or act based on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.